Manufacturer narrative:
Investigation summary: the affected device was partially returned for evaluation. The provided needle was missing. The sample was disassembled and examined with magnification. Visual inspection revealed a hairline crack present on the syringe barrel running from the .3- .7 ml graduation marks. To evaluate the functionality, colored water was aspirated and then expelled from the syringe through a needle from stock. No leaks were observed from the cracked area. It is possible that the issues observed with the customer were with the needle, however without the actual sample it could not be evaluated. As the manufacturing process is based on manual placement of syringes into blisters, it is likely that the source for the crack is associated with the supplier's manufacturing process. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
E1. Initial reporter email unknown. E1. Initial reporter last name unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when blood was collected from the umbilical cord and placed in a platley with the needle pro activated, all the blood collected flowed out of the needle tip. There was patient involvement, and unknown patient harm.